Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen displayed black lines across the screen. Customer had elevated blood glucose levels (345 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Customer indicated they will continue to use the pump, and have back up manual injections for continued insulin therapy.